Manufacturer narrative:
Investigation summary: the customer reported the sets were occluded, and returned one sample of material me2020, lot 24109118. Upon initial visual examination, the set verified the complaint of occlusion. The female luer/tubing connection was found to have excess solvent applied. The manufacturing plant found the root cause for the occlusion issue to be related to incorrect solvent application during assembly. The plant did not take any actions to address the failure as the line for material me2020 was reactivated at a different bd plant, starting 10mar2025. The plant that produced this batch is no longer producing the material number. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was occluded the following information was received by the initial reporter with the following verbatim patient was having tubing connected, and microbore set wouldn¿t flush. Second tubing set worked.